Event description:
It was reported that there has been probably an impact to the cochlear implant. Testing showed that 9 channels had hi impedance, 2 channels had short circuits.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.